Event description:
Malfunction: card reader failure. The facility reports a card reading issue following a procedure. The issue was resolved by removing and reinserting the card but found the procedure showed up in the patient screen as aborted. This happened on two patients records. A log file review performed by tech support showed both procedures in question showed they were 100% completed. Tech support attempted to fix the notebook error via phone by having the site contact run the repair database process. This did not resolve the error, and it was communicated to the site contact that log file accurately shows the 100% completion, but the record on the notebook probably cannot be resolved to show the treatment was complete. During a follow up call with the laser operator, she stated she consulted with the surgeon and he does not have any concerns of harm or injury to the cases involved in the reported event.

Manufacturer narrative:
Determination of root cause: assessment: during the investigation not onsite, tech services attempted to fix the notebook error by having the site contact run the repair database process. This did not resolve the error and it was communicated to the site that the record in the log file accurately shows the 100% completion, which is the definitive record of the laser's treatment. Unfortunately, the record on the laptop computer (information only) probably cannot be resolved to show that the treatment was complete. Tech services confirmed that surgery was complete and that the 'aborted' message on the laptop computer was display error. Tech services recommended to the site, that the card reader be replaced with a revision 2 version, in accordance with service flash number volume 08-12. The site's representative informed tech services or that the site made a decision to delay the replacement of the card reader, at which time they will contact tech services with a purchase order, and will then schedule service for their system. A review of the complaint database for the 3 months prior to receipt of this complaint indicated no other complaints of a similar nature have been received for this laser system. Conclusion: based on the results of the investigation, the root cause was found to be a faulty card reader. (B) (4). (B) (4). (B) (4).